Event description:
On (B)(6) 2014, the reporter contacted animas, alleging dim/fading/color spectrum display issue. The reporter indicated that adjusting the contrast setting did not resolve the issue but indicated that the pump display was able to be read safely at the time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2014 with the following findings: the pump display screen was observed to be dim and discolored.